Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one electronic photo was provided and reviewed. The photo shows, a biopsy guide of a third-party company placed within a protective cover. Based on the photo review, the reported issue cannot be confirmed. One maxcore device was received for evaluation. Upon visual evaluation, the device appeared to have residue on the cannula was received with protective tubing and no yellow guard attached to the needle. The device was returned in initial position. Upon visual and microscopic evaluation, a blood residue was noted throughout the sample notch. Additional microscopic photos were taken of the cannula, and no anomalies were noted. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is inconclusive for the reported device contamination with chemical or other material failure as no objective evidence was provided for review. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a prostate biopsy using the maxcore device. During the procedure, the needle got caught in a biopsy guide and made by another company and could not be advanced. Upon examining the inside of the biopsy guide, a metal fragment was found. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a prostate biopsy procedure using the maxcore device. During the procedure, the needle got caught in a biopsy guide and made by another company and could not be advanced. Upon examining the inside of the biopsy guide, a metal fragment was found. The procedure was completed using another device. There was no reported patient injury.